Manufacturer narrative:
The calibration was acceptable, and the quality control was within range. The samples are fresh and the sample tube type is grainer - serum with separator gel. The samples are spun at 3500 rpm for 5 minutes. The atellica im scovg IFU states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained nonreactive (negative) atellica im sars-cov-2 igg (scovg) results for two patients that were considered discordant when compared to the atellica im sars-cov-2 total (cov2t) reactive (positive) results. The patients had no symptoms. The two patients were monitored by the laboratory since both have tested positive for covid-19 more than 6 months ago. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00230 on april 22, 2021. June 08, 2021 additional information: siemens investigated. Two patient samples resulted nonreactive with atellica im sars-cov-2 igg (scovg) lot 006 and reactive with cov2t lot 010. Pcr information and any further patient information were not available. There is not an expectation the siemens scovg assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The scovg and cov2t assays may not always correlate. The scovg method measures igg antibodies and the cov2t method detects igg and igm antibodies. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. No product non-conformance identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.